Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The ventilator has been returned to the (B)(4) service center for evaluation. (B)(4).

Event description:
A report was received from (B)(6) that stated an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.